Event description:
The rptr, using different fingersticks, got back to back blood glucose test results of 210 md/dl and 413 mg/dl. A control solution test result was 139 (92-134). Rptr has been using a cloth to clean her meter. No symptoms were reported.